Event description:
Per the audiologist, the patient underwent surgery for an infection at the implant site. Per the physician, the device was explanted, treated with betadine and re-inserted. This product is not intended for re-insertion. More information has been requested, but was not available at the time of this report october 12, 2009.

Manufacturer narrative:
Implanted device remains.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
(B) (4)